Manufacturer narrative:
The device was returned for analysis. Visual inspection showed the proximal shaft was compromised approximately 3mm proximal to the butt bond. The stress marks on the insulation indicate that the shaft was severely bent which split open approximately one half of the diameter of the shaft insulation exposing the interior components. There was no body fluid visible in the interior of the shaft. There was dried saline on the handle, shaft and tip. Dried body fluid was present on the handle and shaft. X-rays of the proximal shaft breach were taken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter had a partly dissected outer layer. During an ablation procedure for atrial tachycardia (at), it was noted that the intellanav mifi open-irrigated ablation catheter had a partly dissected outer layer in the proximal direction distal to the electrode 4. It was unknown if that was present at the beginning of the procedure, or if it happens during catheter manipulation. The catheter was exchanged and the procedure was completed. No patient complications occurred.

Event description:
It was reported that the catheter had a partly dissected outer layer. During an ablation procedure for atrial tachycardia (at), it was noted that the intellanav mifi open-irrigated ablation catheter had a partly dissected outer layer in the proximal direction distal to the electrode 4. It was unknown if that was present at the beginning of the procedure, or if it happens during catheter manipulation. The catheter was exchanged and the procedure was completed. No patient complications occurred.